Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed an e315 error. The event occurred during setup/inspection for use before sedation for a diagnostic gastroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information provided by the customer. Updated fields: b5, h6. The device was returned to olympus for inspection, and the reported failure was of the 315-error code was not confirmed, but the reported issue of no image was confirmed. Based on the results of the investigation there is no problem detected that lead to the malfunction, and for additional finding there is cause traced to component failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer - the subject device also displayed no image during set up. No patient harm was reported.